Event description:
It was reported that during initial implant procedure, poor capture and sensing was noted on the right ventricular (rv) lead. The lead was not used and replaced. The patient was stable.

Event description:
New information received indicated that loss of capture was observed.